Event description:
Reportable based on device analysis completed on 05 jul 2023. The opticross 6 hd imaging catheter was returned without any allegation of a device issue. However, device analysis revealed that the imaging window was twisted.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the sheath was kinked, and the imaging window was twisted. However, no damages or failures were observed on the ccp (catheter code pcba) board assembly. Microscope inspection showed that the guidewire exit port and the distal section of the tip were in good condition, but also revealed that the imaging window was twisted. The impedance test showed an electrical open at the proximal end of the catheter, between 130-140 cm from the distal housing. No indications of resistance in tracking the guidewire into the catheter were noted. The catheter was properly recognized by the imaging system when plugged into the motor drive unit, and no connection issues or errors were detected during testing.